Event description:
During cardiopulmonary bypass, the pt had been removed from extracorporeal support, and the arterial pump was recirculating at 800 ml/min flow. A dose of cardioplegia solution was given using a second pump. At the conlcusion of the dose, the user observed air in the arterial circuit, upstream of the arterial filter. The user also observed that the arterial pump had stopped. A message on the control monitor of the pump consol indicated an overcurrent message for the arterial pump. The air was removed from the arterial circuit and the procedure was concluded successfully. There were no adverse consequences to the pt as a result of this event.